Manufacturer narrative:
The endoscope device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of image loss. Upon further investigation, evidence of fluid invasion was found in the endoscope and electrical connectors, and control body. The bending section cover and bending section cover glue were noted to be non-olympus parts. There was fluid found inside the bending section mesh. The distal end cover and insertion tube were cracked. The switch camera number 1 was determined to be non-functional, and the control knobs were loose. The cause of the user's experience could not conclusively be determined at this time. Third party repairs and user handling cannot be ruled out as contributory factors. The device has been refurbished. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), a complete loss of image was experienced. The users attempted to utilize and unknown model of lightsource to regain the image without success. The patient was said to have received additional sedation, and the case was completed with use of a different, but similar endoscope. There was no patient injury reported.